Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer they had biological contamination on bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There were 110 occurrences in this event with no patient impact. The following information was provided by the customer: "customer reported 110 plates with biological contamination for the product 221261. Expiry date : 11/09/22".

Event description:
It was reported by the customer they had biological contamination on bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There were 110 occurrences in this event with no patient impact. The following information was provided by the customer: "customer reported 110 plates with biological contamination for the product 221261. Expiry date : 11/09/22".

Manufacturer narrative:
H6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck, 2 to 8 degrees celsius (c), for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media. The batch history record review for batch 2196568 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications, however, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2196568 for contamination. No retention samples for this batch were available for investigation. Eight photos were received. Photo one shows one large colony, the plate ID is illegible. Photo two shows one sleeve of plates with the sleeve label visible. The label is from lot 2196568, ref (B)(4). Photo three shows one plate with three different growths on the plate, plate ID not visible. Photo four shows one plate (ID (B)(4) timestamp 1445) with a large growth visible through the plate. Photo five shows one plate with smaller colony atop a larger colony, the plate ID is illegible. Photo six is a duplicate of photo two. Photo seven is a duplicate of photo three. Photo eight is a duplicate of photo four. No return samples were received for investigation of this complaint. This complaint can be confirmed based on the photos received. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Bd will continue to trend complaints for contamination. H3 other text : see h.10.